Event description:
Patient reported to the ae assessor, that 10 v-go's have come out prematurely from the back of patient's arm. Patient stated that she knows how to use the v-go and that patient prepped her chosen location with alcohol swaps. Patient also stated that she does not use lotion or creams on the application side.